Event description:
It was reported that during a procedure to stent the lad, the guide wire was advanced to the lesion, but the tip prolapsed and was entering into smaller side branches. The guide wire was positioned in the lad and another company's stent was deployed in the lesion. Upon removal of the guide wire and the stent delivery system (sds resistance was encountered. The resistance was attributed to the tuey being too tight, it was loosened and the devices were removed with no resistance. Upon examination under fluoroscopy, it was noted that the distal tip of the guide wire was left in the pt's lad with the coils unraveled and extending into the ascending aorta. The physician tried to retrieve the separated guide wire tip from the pt with a snare device, but was not successful. An additional attempt to retrieve the separated guide wire was scheduled in 2004.